Event description:
It was reported that the patient was hospitalized due to under dose symptoms and a critical alarm from the pump. The pump was read and an error message resulted that indicated 'stopped pump may exceed tube set.' A healthcare professional (hcp) tried to aspirate drug from the catheter access port (cap), but obtained less than 1 ml of drug. The hcp also tried to fill the catheter with physiological solution via the cap; this was unsuccessful. A dye study was also conducted but unsuccessful. A motor test revealed that the pump motor did not work; the pump remained in a motor stall mode and had not recovered. The hcp proceeded to revise the drug delivery system; the catheter and pump were replaced. The catheter was not damaged; neither an occlusion, nor a kink was detected. Once explanted, the hcp was able to fill and aspirate physiological solution from the catheter without any problem. It was confirmed that lioresal was administered via the pump during its whole service life.

Event description:
Additional information reported that the new catheter was connected to the pump in situ, but it was not possible to restart the pump. Therefore, a rotor test was performed and confirmed a pump malfunction.

Manufacturer narrative:
It was indicated that the date of birth was approximate. It was indicated that the date of implant was approximate. Product ID 8731sc, lot# unk, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump found the pump motor gear train anomaly and foreign material which caused a motor stall. Destructive analysis was performed and a small piece of foreign material possibly being plastic measuring approximately 4mm x .25mm was found in the interface between gear wheel three and pumphead gear seizing the gear train and causing a stall. Additional analysis found the foreign material to be polyester.